Event description:
As reported, during laparoscopic left inguinal hernia repair procedure, the patient was implanted with pre-shaped mesh w/ keyhole on (B)(6) 2023. It was reported that 5 days post-implant of the mesh, the patient developed local redness and stiffness of the wound. It was also reported that the patient symptoms have been treated by local hot compress and physiotherapy. The patient is reported to be in good condition.

Manufacturer narrative:
Based on the information available, no conclusions can be made. The patient is currently reported to be in good condition, following treatment. A review of the manufacturing records finds the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2021. Not returned - remains implanted.